Event description:
Olympus (ofr) was informed by the user facility that after a microbiological routine control on this oes cystonephrofiberscope, the user facility detected an unexpected contamination. The microbiological analysis (hmi) report indicated that on november 24, 2021 all scope channels were cultured and tested positive for 5 unit forming colonies ( ufc) of flore mesophile. A second culture was performed on december 13, 2021 and again all channels on the scope were cultured and tested positive for 18 (ufc) of flore mesophile and 13 (ufc) of candida parapsilosis. The scope had not been used on any patients. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause. The scope has been returned to the regional repair center.

Manufacturer narrative:
The reporter¿s contact, occupation and health profession are unknown at this time. After, the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated that all channels of the scope were cultured and the results conform according to french regulation. The device was inspected at the regional repair center in france (rrc-ofr) and no defects or lack of conformity were found. The device was returned to the end user unrepaired. An investigation is ongoing to obtain additional information regarding the reported event and product return date. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the customer's cleaning, disinfection, and sterilization process. The customer provided their cleaning, disinfection, and sterilization process stating they manual clean, the detergent chemical during the cleaning phase is aniozyme, the disinfectant chemical during the disinfection phase is aniozyme and they use a nova clean brush. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU), the results conformed to the regulation's recommendation. Olympus will continue to monitor the field performance of this device.